Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as pinching in hands, dehydration, blurry vision and burning up sensation. The customer treated by changing infusion set and bolus through insulin pump. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The product was not returned for analysis.